Event description:
The customer reports they are receiving "bad x-ray temperature sensor" error on boot-up.

Manufacturer narrative:
The rep found broken wire in high voltage cable. Repaired wire. Tested operates as intended.